Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 09/22/2016 reportedly stating that low ra intrinsic amplitude measurement but no undersensing observed. The physician was dr. (B)(6) at (B)(6)medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).